Event description:
A report was received that a pt was scheduled to undergo a revision procedure due to experiencing itchiness at the suture sleeve site. The physician replaced the suture sleeve, and the pt was reported doing well following procedure.